Event description:
History of right total hip arthroplasty that initially did very well and had completely resolved her pain and she had a normal postoperative recovery period. Approximately 2 years later, she began to experience a clunking sensation in the hip that became progressively worse with time and failed to improve with conservative measures for several months. The clunking got progressively louder and more painful and she felt like she was going to dislocate. She progressively deteriorated to needing a cane and a walker during revision tka surgery found the acetabular liner had failed. Along the anterior superior rim, approximately 25% of the circumference of the liner had cracked and broken off and was floating freely.